Manufacturer narrative:
Date of this report: 11jul2019. Date received by manufacturer: 09jul2019. Although requested, additional information about the failure, evaluation and repair of this ventilator could not be provided.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit shutdown. The customer reported there was no patient involvement. The event date was not specified; estimate used.